Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the needle of the catheter has broken near the silicone. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed and was determined to be use related. The product returned for evaluation was one t-lock assembly w/ stylet. A gross visual inspection of the returned unit found that the outer coil wire of the stylet was unraveled and the weld tip was missing. Microscopic inspection of the stylet fracture sites found that both the outer coil wire and core wire had sharply formed fracture edges. The core wire fracture site was observed to be angled with striations present on the fracture surface. The distal end of the outer coil wire was observed to be tightly wound, likely indicating that the wire had not experienced strong tensile stress. The observed features were consistent with damage caused by contact with a sharp-edged instrument, suggesting that the stylet may have been cut when the catheter was trimmed to length. An examination of the stylet structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.